Event description:
It was reported that during a total laparoscopic nephrectomy da vinci procedure, the surgeon fired the device across the pedicle of the kidney and when he observed the staple line, the device cut without stapling. The cartridge came out and was retrieved; this happened with two white cartridges. They pulled a second device with the same lot number and the surgeon did not want to use it due to he did not feel comfortable with the same lot number. A third device was used with a different lot number and they completed the procedure. There was minimal bleeding during the exchange of the devices that was controlled by the surgeon and staff, the method was not described at this time. There was no blood products required. The cartridge is missing from the device. Patient is stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device (a) was received in good visual condition and with a (B)(4) reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The analysis results found that the (B)(4) device (b) was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.